Event description:
The bedside nurse was giving meds through the nasogastric (ng) tube when an outpouching of the material was noted raising concern for integrity of the tube. The ng tube was removed. No known harm to the patient at this time.